Event description:
Leaking valve at time of placement. Dr. (B)(6) noticed leaking valve, she pulled it and replaced it.

Manufacturer narrative:
Evaluation of the complaint sample identified damage to the duck-bill valve in the valve assembly. The duck-bill valve showed a puncture on the top of the valve. The valve assembly was tested using the uson pressure decay testing currently used to 100% functionally test all valve assemblies during manufacturing prior to release. The complaint sample valve failed the pressure decay test. The source of the damage could not be confirmed by this complaint investigation. A review of applicable manufacturing procedures and quality inspection plans did not identify any issues that may have contributed to the identified defect. Every valve assembly is subjected to a functional pressure decay test during the assembly process to verify proper performance (no leaks). Any failing unit would be immediately segregated from production and scrapped. Therefore; based on this information we unable to determine the exact cause for the damaged valve.